Event description:
Laparoscopic liver resection: "innervalve, upperblank silicone part fell into the abdominal cavity. Instrument used in incident was laparoscopic ultrasound probe. No force was used since this device do not allow force. They happily saw the device during the surgery and got it removed. Two different lots us written since they are not sure of the right one."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the seal of the event unit was returned for evaluation. Upon inspection, engineering found that the seal components had been disassembled; however, all components were intact. The dislodgement of the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.